Event description:
During exploratory laparoscopy staff tried to remove inner cannula of 5mm trocar. When she did the top broke into several pieces. They did not fall into the patient. Patient was not harmed. Collected the pieces of trocar and opened a new one for the patient.